Manufacturer narrative:
Additional information received from a philips technical consultant, which indicated that the user was close to the patient and the clinical team responded immediately. The patient did recover and was fine.

Event description:
The customer reported that none of the alarms from the mx700 bedside monitor are transferring to philips patient information center ix (pic ix) central station. There was no sound at the mx700. However, it did display a tachycardia (vtach) alarm banner. The device was in clinical use at the time the issue was discovered. The patient went pulseless, and was resuscitated with CPR; the patient was moved to another room because of patient safety issues. A philips remote service engineer (rse) accessed the customer's system, and reviewed the clinical audit trail with the customer biomedical engineer (biomed). The rse noted three separate vtach episodes from 19:15-19:19 for room #(B)(6); each had a red alarm sound entry. A register nurse (rn) reported other beds are sounding alms without issue. A philips technical consultant (tc) went to the customer site. The tc reconfigured the monitor and tested the monitor, and tested the flexible module server (fms), multi-measurement server (mms), all the cables, and the speaker, which the tc replaced with a new one. After those actions, the tc tested the monitor, and the alarm was triggered in the nurse station.

Manufacturer narrative:
Additional information is anticipated. A follow-up report will be submitted upon completion of the investigation. MFR report number 9610816-2023-00131 addresses the report against the mx700 bedside monitor.

Manufacturer narrative:
Patient outcome code. Health impact code.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and pulled the ivpm (patient monitor) configuration files, logs, and performed a function check. The fse determined that the speaker had been disconnected. The fse reconfigured the monitor and tested it. After that, the fse tested the monitor, and the alarm was triggered in the nurse station. Based on the information available and the testing conducted, the cause of the reported problem was the connection of the speaker.